Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported the pump module alarmed for "channel error¿. The device was replaced and evaluated by biomed. There was no report of patient harm. The facility¿s biomed found no error on started up; however, a defective pressure sensor was found and the pressure sensor was replaced.